Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department with intermittent dizziness and a low heart rate. Upon interrogation, the pacemaker exhibited loss of capture. The device was reprogrammed and the issue was resolved. Patient was stable.